Manufacturer narrative:
Originally the lot number was reported as unknown. Additional information was received on july 8, 2020 providing the lot number of ¿30338921m¿. Therefore, processed the following fields: d4. Lot. D4. Expiration date. H4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 8, 2020 stating that the device would not be returned. In error, this information was omitted from the 3500a follow-up #1. Therefore, updated the following fields: h3. Device evaluated by manufacturer?, h3. Reason for non- evaluation, h6. Method codes, h6.result codes, h6. Conclusion codes. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the patient on (B)(6) 2020 providing the patient¿s gender as male. Therefore, a3. Sex was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the end of the procedure, during the observation period (prior to return to the ward) and 30 minute after the ¿hemostasis was performed¿ the patient¿s blood pressure dropped and pericardial effusion was demonstrated with echo. Pericardiocentesis was performed and the patient stabilized. The amount of fluid removed was unspecified but, it seemed that venous blood was drained. The physician commented that there was no effusion demonstrated with fluoroscopy and echo immediately after the procedure. After drainage the patient returned to the intensive care unit (ICU) for observation. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.